Manufacturer narrative:
Investigation summary: no customer samples were returned from the customer facility for evaluation. No photos were returned. 10 production lot in-house retention tubes were inspected with 0 visible defects. A draw test was performed at the manufacturing site on the 10 production lot in-house retention tubes. Stated draw 2.7ml specification limits 2.43ml to 2.97ml 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Investigation conclusion: the device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer samples were returned; therefore, the investigation was limited. The retention samples were tested with water and all were within the specification limits. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: based on the investigation, no product issue was identified as the product was found to be in conformance and meet released specifications. Rationale: bd pas received no samples from the customer facility for investigation. The retention samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. Water fill testing was conducted on the retention samples. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that three bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill during use.